Manufacturer narrative:
The estradiol iii reagent lot number was 82525001, with an expiration date of 30-nov-2025.

Event description:
The initial reporter complained of qc issues for elecsys estradiol iii (estradiol iii) on a cobas e 801 analytical unit. Qc was acceptable at 11:48 a.m. On the day of the event. Patient samples were run and reported that afternoon. The customer ran qc at 6:30 p.m., and estradiol qc failed. The customer repeated "all" patient samples that had been tested for estradiol that afternoon, and 4 patient samples required corrections. Of the data provided for 4 patient samples, the results for 2 patient samples were discrepant. Patient 1 initial result was 35.6 pg/ml. The repeat result was 46.6 pg/ml. Patient 2 initial result was 20.9 pg/ml. The repeat result was 33.8 pg/ml.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2025 with acceptable results. Qc has been acceptable after the event. A sample quality related alarm was observed on the alarm trace data. The field service engineer (fse) found the sipper probes were worn and the measuring cells were due for replacement. The fse replaced the sipper probes and the measuring cells. An instrument check and qc were performed. The investigation determined that the issue found by the fse (worn sipper probes) was the root cause of the event.